Manufacturer narrative:
(B)(4). The reported field event of noise was confirmed in the laboratory via device image. The device was tested on the bench and no anomalies were found. The cause of the noise could not be determined.

Event description:
It was reported that the device was explanted and replaced due to potential noise issue. There were no complications or adverse reactions, and the patient was in stable condition post-procedure.